Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported persistent cystoid macular edema (cme) and blurry vision. Her physician treated the cme with medication. The device remains implanted.